Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. Pump had no missing segments/partial display noted. Pump received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 39 mg/dl. The customer stated that she had a lot of lows lately. The customer had discontinued troubleshooting at this time. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 110 mg/dl. The customer stated that there is cracks and missing pieces on battery compartment/cap. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.